Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm. The customer could not confirm whether an object was pressing on the pump causing this alarm to occur. Blood glucose level was 496mg/dl. Tandem technical support advised the customer to keep items from pressing on the button. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause.